Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. The device was part of an orcapod 4 kit. The complainant was unable to provide the suspect device lot number for the kit; therefore, the expiration date, device manufacture dates are unknown. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a seal biopsy valve was used in a colonoscopy procedure performed on (B)(6) 2019. According to the complainant, during bedside clean of the scope, the seal biopsy valve cap opened causing fecal matter to leak out. The procedure was successfully completed with this device. There was no serious injury nor adverse patient effects reported as a result of this event.